Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from the patient that she had experienced an episode with symptoms due to pacing inhibition. Initially, the patient called a boston scientific technical services (ts) consultant because she was concerned about the functionality of her leads after falling out of a truck a week earlier. The patient told a boston scientific technical services (ts) consultant that she had presented to an emergency room, where x-rays showed no issues with her leads. A subsequent device check showed lead measurements were normal and stable, and the patient was receiving 100% right ventricular and left ventricular pacing therapy. The patient also told ts she had previously experienced pacing inhibition when she was in a hot tub and seated directly over the water circulation motor. Ts discussed the potential effects of electromagnetic interference on devices, and advised the patient to continue to monitor her medical condition with her physician. There is no record that the pacing inhibition was previously reported to boston scientific. There were no reports of adverse patient effects, and the device remains implanted and in service.

Event description:
The device subsequently was explanted and replaced 7.4 months later for normal battery depletion. There were no additional issues reported.

Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
Our analysis did not confirm the patient allegations. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. All sealplugs were intact and all setscrews moved freely. Review of device memory showed the only episodes recorded by the device occurred three days or later after explant. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.